Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 900 mg/dl, with an unknown cause. Subsequently, the customer was admitted to the hospital where unknown treatment was administered to address the elevated bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage.